Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy, the customer observed a detached cover stuck in the trocar. A backup fenestrated bipolar forceps instrument was used. The procedure was completed with no patient harm, adverse outcome or injury and with no delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the customer clarified that the cover being detached was due to the instrument¿s cover being melted and detached from the instrument. The instrument was inspected prior to use. The wrist could not be straightened due to physical damage. The port incision was not increased in order to remove the instrument and cannula together. No fragments fell into the patient. The instrument did not collide with any other instrument or tool during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 0.203¿ x 0.097¿ was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.